Event description:
Immucor echo analyzer giving false negative results when running the antibody panels. Patient had a clinically significant antibody (anti-e) that was only detected by using the manual tube method. The type and screen was ran on the echo instrument, the 2nd cell on the screen showed a question mark. A panel was then run on the same sample and all cells were reported as negative by the analyzer. Review of the panel cells showed to be negative by the pictures provided from the analyzer. The same specimen was then repeated with the manual tube method and found to be (B)(6) with both lis and peg reagent as an e antibody in the patient's serum. Had the testing not been repeated the patient could have suffered a severe transfusion reaction.